Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. However, following the implant, it was noted that support was inadequate above performance level p-6. The patient was taken into the intensive care unit where the position was adjusted, and both the volume and heart status were evaluated. During troubleshooting, the pump unexpectedly stopped and was able to be turned back on. However, flows would not increase beyond .3-.5. During this time, the patient coded multiple times. The patient's family ultimately made the decision to withdraw care, and the patient expired.

Manufacturer narrative:
The investigation of vf/vt/af/at, low pump flow, and temporary pump stop has been completed. The pump was not returned for investigation. The data log shows low pump flow with an active suction alarm while running on a higher p-level setting. The pump flow issue was resolved after turning to p2. A pump stop was reported with a motor current high alarm, but it was able to restart. However, the pump was unable to achieve proper flow on p2 after the restart. Additionally, the patient was coded multiple times while on support. The cause of the temporary pump issue was most likely biomaterial, based on data log review. The cause of the low pump issue was most likely biomaterial, based on data log review. As the necessary information was not provided, the root cause of the vt/vf was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26136 as it is unknown if the initial reporter also sent the report to the food and drug administration.